Manufacturer narrative:
The unit was not available to for evaluation. However, a picture was provided as part of the complaint report. Based on this picture provided, a particle was present in the packaging. Because the unit did not arrive and the picture is not clear, we cannot determine its origin. The probable root cause is manufacturing error. The product was not returned for investigation, but based on the photograph provide in the complaint the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that foreign particles were observed in the tubing.

Event description:
It was reported that foreign particles were observed in the tubing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.